Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process with multiple cartridges. Reportedly, each cartridge was filled with 400 units. The user's blood glucose level was 180 mg/dl. The user would revert to manual injections until replacement is received.